Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds, low impedance, sensing anomaly, patient also exhibited diaphragmatic stimulation. The physician explanted and replaced the lead successfully. The lead would not be returned.